Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during the endoscopic assisted low rectal resection, after fired, found the staples malformed with straight leg, but the cut line was good. Another like product was used to complete the procedure. There were no patient consequences reported.